Event description:
The lead has been returned.

Event description:
Boston scientific received information that this left ventricular lead displayed an increase in thresholds. The lead was noted to have dislodged. A lead revision procedure was performed where the lead was explanted. The lead is to be returned. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood and body fluid were noted in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.